Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an endoscopic ultrasound (eus) procedure performed in the gall bladder on (B)(6) 2017. According to the complainant, a hot axios drainage was inserted into the patient without issue. The physician wanted to rinse the gall bladder better due to the high degree of inflammation in the patient and dilated the diameter of the hot axios bridge with the cre balloon to 10 mm. When visualizing the gall bladder, a perforation was found on the distal wall of the gall bladder, which the physician believes was caused by inserting the cre balloon too far into the anatomy. The perforation site was closed with a different device. The patient then "fell into an apnea, bradycardia, and there was a heart still"; the patient could not be resuscitated and died. In the physician's assessment, the cause of death was due to the patient's overall bad condition and cardiac preload in combination with propofol anesthesia. In the physician's assessment, there was no relationship between the cre fixed wire and the patient's death, nor was there a relationship between the perforation and the patient's death. It was confirmed that there was no malfunction or deficiency with the cre fixed wire.